Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and linear opening on radius. Leak test and microscopic analysis was performed which identified: crease smooth opening on anterior, punctured opening and inner yellow particles in the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool. A crease smooth edge opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.